Manufacturer narrative:
(B) (4). (B) (4). Information anticipated, but unavailable at this time.

Event description:
It was reported that during an unknown procedure, the clamp arm could not be closed. Changed to another device to complete the procedure. There were no adverse consequences to the patient.